Event description:
It was reported that during a routine follow up, this right atrial (ra) lead was discovered to have been dislodged. Subsequently, a lead revision procedure was performed, the ra lead was successfully repositioned. At this time, the ra lead remains in service. No additional adverse patient effects were reported.